Event description:
On 5/9/86 an aus device cuff was implanted. On 7/22/86, the balloon, pump and control assembly were implanted. On 1/6/92 the cuff was revised. On 1/23/92 the pump was removed from the pt and replaced due to the pump not working.